Event description:
A pt was admitted to the intensive care unit with the diagnosis of myocardial infarction and bifascicular block. An arrow temporary pacing catheter was inserted. The ICU staff and the physician were unaware that the arrow temporary pacing catheter had been modified with shrouded pins, therefore the pacing catheter did not adapt to the pacemaker generator. The pt was connected to a transcutaneous pacemaker and transferred to another facility. The pt expired in the emergency dept at the other facility shortly after arrival. The hospital owns two (2) medtronic pulse generators. The bio-medical dept had been notified in june 2000, by arrow international of the change in the catheters. However, the wording in the letter lead the bio-medical dept to believe no action was required because of the medtronic exemption. The arrow temporary pacing catheters were labeled with a pink sticker. The sticker said, "alert the product inside contains new shrouded pins per FDA mandate. Use with proper hardware." This product change and labeling were not noted by the staff at the hospital until the emergency situation occurred. On another note, the stickers had been placed over the picture of the catheter making it difficult to interpret. Arrow included one set of adapter pins with their initial letter to the hospital, and marketed the shrouded pin catheters without adapters in the kits. Recently arrow has modified the kit again to include the adapters.